Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired at the 1st firing. Another battery was inserted into the device in question, but the device did not function. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: it is unknown which lot# was of the malfunctioned device. The first is malfunctioned product, but from the second product I used only the battery. The device had no problem before the firing. Additional resection was needed to re-anastomose. The procedure was not converted. The patient¿s condition is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/21/2022. D4: batch # 110a19. H6: component code = electrical and magnetic (g02). Device analysis : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil was received. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted and a test washer and test anvil, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. No conclusion could be reached as to what may have caused the cracks in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.